Manufacturer narrative:
(B)(4). Batch # k5cd7d. Additional information was requested and the following was obtained: please clarify what is meant by ¿the firing knob of the device malfunction.¿ the firing knob of the gun was dismantled/broken when taken out of the packing. Was the device used? No, it was brand new. If yes, on which firing did this occur? Na. On this firing, did the device staple? Firing knob was broken, unable to use the gun. If the device stapled, was the staple line complete? Firing knob was broken, unable to use the gun. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Firing knob was broken, unable to use the gun. On this firing, did the device cut? Firing knob was broken, unable to use the gun. If the device cut, was the cut line complete? Firing knob was broken, unable to use the gun. How was the procedure completed? Used a new gun. Did any pieces of the device fall into the patient? No. Will all pieces of the device be returned? Yes, they are present in the packaging. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, the firing knob of device malfunctioned and got separated as soon as the pack was opened. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.